Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported there was an artifact on patient images. The philips field service engineer (fse) inspected the system and confirmed the reported issue. The fse found a cracked compensator in the a-plane collimator as the cause for the image artifact and replaced the a-plane collimator to resolve the issue. The fse confirmed there was no impact to the as a result of the reported issue. The system is in clinical use. On 03-jul-2018, a correction & removal, 1525965-070318-008c was released. A customer information letter (cil) cle17-074 was sent to the customer on 28-aug-2018. Field change order (fco) 72800706 is established for this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.